Manufacturer narrative:
(B)(4). Initial report: additional information, including post primary and pre revision x-rays, operative notes, patient activity level, patient medical history, confirmation whether the patient dislocated or whether there was just instability of the joint, if the patient did dislocate: what were they doing at the time of the dislocation, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after approximately 1 month due to infection and instability (dislocation).

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after approximately 1 month due to infection and instability (dislocation).

Manufacturer narrative:
(B)(4) .final report. Additional information, including post primary and pre revision x-rays, operative notes, patient activity level, patient medical history, confirmation whether the patient dislocated or whether there was just instability of the joint, if the patient did dislocate: what were they doing at the time of the dislocation, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls and an update on the patient post revision was requested, however, this information was not provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all parts associated with these records were manufactured, packed and sterilized to the correct specifications at the time of manufacture. Infection is a known complication with any invasive surgery. Based on the available information, no further investigation can be conducted and the root cause of the reported infection and instability could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.